Event description:
During service, the manufacturer's bench repair technician noted error codes relating to a 35 v failure. No patient involvement was reported.

Manufacturer narrative:
The r31 solder crack open not making contact with the trace on the pm pcba created the 111b error codes.